Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl on (B)(6) 2017. On (B)(6) 2017 the customer reported high blood glucose levels of 471 mg/dl. The customer declined to do troubleshooting for the high blood glucose. The customer reported that the infusion set had a bent cannula. Troubleshooting was completed for bent cannula. The customer was advised to return the infusion set. The insulin pump product was returned for analysis.